Manufacturer narrative:
As per data log analysis, the gas system reported high oxygen (o2) pressure (probably > 18 psi greater than air), followed by low air and o2 pressure. Indications are consistent with input supply problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a high and low oxygen supply pressure. "Low oxygen supply pressure" was displayed on ccm within minutes after "high oxygen supply pressure" was displayed. The hose connections were checked and no leaks were identified. The product was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warm up period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.79 volts, within the specification of .55-2.758 volts. Internal connections were checked with nothing found that would cause failure. The epgs was operated for two days with the only "high or low oxygen supply pressure" alarms occurring when the oxygen supply was increased to 70 psi or higher or reduced to less than 30 or more than 18 psi below the air pressure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed via log analysis. The service repair technician (srt) reconditioned the electronic patient gas system (epgs) as a precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Per clinical review on 09-jan-2017. The logs were sent and they detail that the calibration of the electronic patient gas system (epgs) was successful and later during the case a high oxygen pressure alarm is posted and this was followed by a low oxygen pressure alarm less than a minute later. No other epgs issues appeared to occur the remainder of the procedure. High and low gas pressure alarms alert the user to input gas pressure supply issues from the operating room (or) gas supply lines to the epgs gas input connectors. Low gas pressure issues can also be caused by loose or leaky gas connections at epgs inlet connectors. In this case, the high oxygen pressure alarm occurred first and this is likely a gas pressure spike in the operating room oxygen supply lines. The low oxygen pressure alarm that followed could have been a reset or response to the high oxygen pressure spike. Gas pressure supplies are not really an epgs issue, but the alarms are there to warn the user that if not corrected these gas supply pressures could impact the use of the epgs system. In this case, the oxygen pressure issues were addressed quickly and had no impact on the function of the epgs. The epgs was able to be used for the remainder of the procedure and there were no issues in the ability to provide fraction of inspired oxygen (fio2) levels and gas flow levels at desired settings. The case was completed successfully, without delay and without associated blood loss. Nothing was changed out during the procedure and there was no harm observed.